Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: "complaint alleges that the units would not pass leak tests. Complaint alleges that the units were leaking at the wye connection when submersed during functionality testing." No patient injury reported.